Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The operator ended treatment without performing alarm recovery or rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not attempting to recover from the alarm and not performing rinseback as directed in the user's guide. The exact cause of the system alarm cannot be determined. No similar alarms have been reported subsequent to this event. The user's guide contains adequate information regarding alarm recovery instructions. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.